Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during the evaluation of the device, it was found that the catheter had an asymmetric balloon.

Manufacturer narrative:
The reported event was confirmed. An irrigation eggshell white bardex catheter was returned without its original packaging . It was found after balloon inflation, that the balloon was asymmetric failing the asymmetry test as the asymmetry is above 60/40. A potential root cause for this failure could be "controller failure, steam valve failure, incorrect set point, boiler failure, oven fan failure". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. " 5cc balloon: use 10cc sterile water" with the warning " do not exceed recommended capacities". "

Event description:
It was reported that during the evaluation of the device, it was found that the catheter had an asymmetric balloon.